Event description:
Manufacturer received a report of a person being transferred out of a bath tub and falling. As a result of this incident, the patient sustained two fractured teeth and a fractured femur. The reporter stated the patient slipped out of the sling and did not identify a device malfunction.